Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced occlusion in the tubing that prevents the flow of insulin, therefore patient had changed the infusion set and reservoir. The patient was experienced this problem since last month. No further information available.